Manufacturer narrative:
Device evaluated by MFR. Stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent struts on rows 1 and 2 on the proximal end of stent were pulled in a proximal direction and deformed. Stent damage most likely occurred during withdrawal attempts. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50x32mm promus element plus drug-eluting stent was advanced to treat the lesion. However, the stent strut was found lifted and delivery was therefore discontinued. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50x32mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, the stent strut was found lifted and delivery was therefore discontinued. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.